Event description:
Information was received indicating that a left tracheostomy (trach) stoma tear was noted on a vented patient with a smiths medical portex bivona flextend¿ tts¿ pediatric tracheostomy tube. The tear was reported to be at the point where the external pilot line rests. Increased granulation tissue was noted to have developed where in the area around the area of the tear. Subsequently, the patient was taken to the operating room for a stoma revision making this a reported difficult tracheostomy (trach) change out. The patient recovered with no further adverse effects.